Event description:
Plate was removed on (B)(6) 2012 from levels c6-c7 because patient developed non-union. Tip of screwdriver broke during plate removal. Patient was revised to implantation of bone and plate adjacent to plate removal. A neck brace was prescribed for the patient to be worn full-time following the revision surgery.

Event description:
Patient was implanted with a vectra plate and screws on an unknown date at c5-c6. Patient developed adjacent disc disease and was returned to the operating room on (B)(6) 2012 for removal of the plate at c5-c6 and revision to a cslp at c3-c5. This report is #5 of 5 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Concomitant device reported in error; no concomitant device.

Event description:
During the removal process the tip of the inner shaft of the extraction screwdriver broke off. The instrument was used without the inner sleeve, but with the outer counter torque and the additional screws were retrieved successfully. The tip was not left in the patient. This report is for an unknown screw. This is report 6 of 6 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.